Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the connector could not be attached to the ilet during a supply change, as it would not stay in place. The patient suspected the insulin chamber was damaged and provided a picture for review. No damage was observed. Guidance was given to ensure proper insertion with the fin to the left and twisting right to lock. The connector was successfully attached without a cartridge, and then successfully secured with a cartridge in place. The cause of the issue was unclear, and no additional supplies were needed. Blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.